Event description:
It was reported that the implant at tooth site #30 was removed due to bone loss. Discovered during osseous to attempt to save the implant. The implant was replaced.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.